Manufacturer narrative:
(B)(4). Information was not provided by the affiliate.

Event description:
It was reported that during an ovarian cyst procedure, the device delivered an incomplete staple line. A like device was used to complete the procedure. There was no patient consequence.